Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. It was reported that the reservoir could not lock in place when inserted into the insulin pump. It was also reported that the insulin pump failed to deliver insulin and continuously needed to be rewound. Customer was hospitalized with blood glucose of 26.3 mmol/l. Reservoir is not expected to return for analysis.